Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the clinic with drainage at the driveline exit site with blood and pus, 99.1 degree temperature, fatigue, and pain on the left upper thigh. The patient was started on antibiotics. The blood culture was positive for aggregatibacter actinomycetemcomitans. Follow up blood cultures were negative. On (B)(6) 2017, drainage culture from the driveline site resulted as positive for pseudomonas aeruginosa. Antibiotic regimen not changed from prior. Patient presented to clinic on (B)(6) 2017, with complaints of increased drainage/pain at driveline site. Second culture taken, also positive for pseudomonas aeruginosa. CT of the abdomen performed on (B)(6) 2017 were unremarkable for fluid. The patient was admitted on (B)(6) 2017 for a potential incision and drainage, as the patient continued to have persistent drainage despite antibiotic therapy. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Local, pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.